Event description:
As reported by the user facility: event 1: according to the complainant, frequent air in line alarms occurred during use of the pump. The tubing appeared to be damaged or "chewed" by the pump mechanism. Although air bubbles were manually removed, the alarms persisted, and attempts to resolve the issue through standard interventions were unsuccessful. The IV line was replaced twice before the alarms stopped. These repeated interruptions resulted in delays to therapy and affected the timely infusion of medication as ordered.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.